Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) on 16apr2025. The patient's blood glucose levels reached 390 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the adhesive pad was not secure, and the cannula had dislodged from the infusion site. Symptom reported include hyperglycemia and not feeling well. The patient was treated with insulin antibodies (insulin ab). The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the adhesive pad was not secure, and the cannula dislodged from the site. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone13.4 cgm sensor type: g6.